Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient was having an MRI done on monday and they wanted patient to bring in the device. Patient had not had the device turned on in over a year. Patient quit using the device because it was not helping them and they tried adjusting but it never would help. Pt's doctor (hcp) had patient come in for shots and did the procedure to burn the nerves off and then hcp moved off and patient quit trying messing with settings. The other day patient's new hcp said to take the device out and put another one in and reposition the leads. Patient said the leads were in the wrong place. Patient mentioned the trial worked wonderful but permanent never worked. Now the controller won't charge. Patient tried to charge the controller yesterday and had it plugged in all night and it never got charged. It kept saying reposition and try again. On the call had patient plug in the controller and the green light was solid. Reviewed it was fully charged. Instructed patient to plug in the recharger and press recharge. Patient got no device found. Instructed patient to go through passive r echarge mode (prm). Prm numbers were good. Reviewed to continue with prm. Patient mentioned they once lost the controller and then found the old one and was not sure which one they should use. Reviewed to use the new one.